Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. The patient was brought in and testing was performed. Noise and oversensing resulting in inappropriate atr episodes were observed with maneuvering. A chest x ray was performed which did not reveal any anomalies. Boston scientific technical services noted this was a potential ra lead fracture. It was noted that the patient was (B)(6) old and a lead revision was not likely an option. The health care professional would consult with the physician. The lead remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2,000 ohms. The patient was brought in and testing was performed. Noise and oversensing resulting in inappropriate atr episodes were observed with maneuvering. A chest x ray was performed which did not reveal any anomalies. Boston scientific technical services noted this was a potential ra lead fracture. It was noted that the patient was 93 years old and a lead revision was not likely an option. The health care professional would consult with the physician. The lead remains in service. No adverse patient effects were reported. Additional information was received that undersensing of atrial fibrillation (af) was observed, resulting in inappropriate atrial pacing and no mode switch occurring. This ra lead remains in service. No adverse patient effects were reported.